Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise and caused inappropriate automatic mode switch. Low p-wave measurements were also noted. A chest x-ray was performed and revealed no issues. Programming changes were discussed but not performed. The patient will be monitored. The patient had no adverse consequences.

Event description:
New information received notes that the patient's right ventricular lead exhibited high capture thresholds. A cardiac perforation is suspected. Programming changes were made.